Event description:
[Tampon] strings were completely shredded [device breakage]. [Tampon] had no strings attached [device physical property issue]. Case narrative: consumer reported via email that tampon strings were completely shredded or had no strings attached at all. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.